Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the door latch is broken. No patient involvement is noted.

Event description:
The customer reported that the door latch is broken. No patient involvement is noted.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. History record for sn (B)(6) was performed from date of manufacture 07/10/2014 to the present date 12/9/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Add b5, g4. Correct g7, h7, h9.

Event description:
The customer reported that the door latch is broken. No patient involvement is noted.

Manufacturer narrative:
Correction: it was found that this file was not initially reportable, disregard the previous report.

Event description:
The customer reported that the door latch is broken. No patient involvement is noted.